Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion was encountered. Predilated with unknown size and type of balloon but unable to cross the lesion of an unknown vessel. No additional information is available. Device analysis confirmed that the proximal stent struts were bent back distally.